Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7079591. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7083912 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 783899. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a spinal cord stimulator (scs) explant procedure to allow the patient to get an MRI. No further information has been obtained.